Event description:
Additional information was received. It was noted that there was serious drainage from the left groin. This was treated with levaquin for a wound/graft infection. No further intervention was performed due to the patient's condition. Investigator's assessment states that the infection was not device or aneurysm related; however, it was procedure related. The physician had indicated that the cause of death was progressive dementia and alzheimers disease. The death certificate states that the death is due to alzheimers disease.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation, results: cause of death is suspected to be a wound infection. Death, infection. Evaluation, conclusion: cause of death is suspected to be a wound infection.

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 4.77 cm saccular thoracic aortic aneurysm approximately 1 year ago. The proximal aortic neck was 34-35 mm in diameter and contained mural thrombus, and the access artery was moderately tortuous and severely calcified. It was reported that approximately 6 months post-implantation, the pt had a wound infection. The investigator assessed the infection to be unrelated to the device and related to the procedure. The pt then expired approximately 7 months post-stent graft implantation. Per the investigator, the cause of death was suspected to be a wound infection of the left groin. No further information has been provided.